Event description:
It was reported by the customer's mother, that the customer had high blood glucose levels of 497 mg/dl, 500 mg/dl,and 551 mg/dl. It was reported that the customer received excessive no delivery alarms. It was also reported that there was an occlusion. Unable to troubleshoot doing this is a past event. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).